Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug via an implantable pump for spinal pain use. It was reported that the patient had a pump placed yesterday for pain and the patient was having a "massive morphine overdose" and they were concerned about a pump malfunction. The patient has been given naloxone, and they have placed a magnet over the pump to stop it. The healthcare provider (hcp) stated that they do not have the equipment on hand to drain the pump and asked about having the local rep come to the facility. The issue was not resolved through troubleshooting. The caller was redirected to the national answering service. Additional information was provided from a healthcare via a company representative (rep) stated that this morning the patient was showing symptoms of morphine overdose, and he was in the emergency room (ER) at (B)(6). There were no known environmental/external/patient factors that may have led or contributed to the issue. There was one unique moment during the procedure yesterday. When the scrub tech was filling the pump, the pump was lifted a few inches (2-4 inches approximately) off of (B)(6) stand in the air, and the scrub tech dropped the pump 2-4 inches onto (B)(6) stand. It remained sterile. The rep stated that I¿m not sure if this has anything to do with this situation, but it was something I think is good to make note of. The other thing to note was that on the date of implant (B)(6) 2026, the physician ordered that 20 cc of morphine (concentration 25 mg/ml) be entered into the pump. She ordered the pump to run at the minimum therapeutic rate, which is 0.048 ml/day, meaning it would deliver 1.202 mg/day. The rep went the emergency room to interrogate the pump. The rep used a magnet to stall the pump in the ER. Then, they used the clinician tablet to put the pump from minimum therapeutic rate to shipping mode (0.006 ml/day). Also, the physician said they drained 18.1ml from the reservoir compared to the estimated 19.6ml that was to be in there. Refilled with 10ml of sterile saline. The patient is already improving now and will be admitted locally.¿ the issue was resolved at the time of the event.